Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed good condition with no appearance of any physical damaged. Unable to duplicate the customers reported issues. The root cause of the reported issues was determined to have been: auxiliary control unit watchdog is a sympathy it does not affect the functionality of the pump. Base not responding is an advisory alarm caused by user powering the pump off within five seconds after powering the pump on. Actions taken to mitigate the reported issue: replaced speaker for preventive auxiliary control unit watchdog. Repair was not needed for base not responding (non-issue). Performed power up process and all functional testing which passed.

Event description:
It was reported that auxiliary control unit watchdog and base not responding. No patient injury reported.